Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, disease progression with neck dilatation. Evaluation, conclusion: disease progression with neck dilatation.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately five months ago. Vessel morphology at the time of implant was not reported. It was reported that there were two talent thoracic stent grafts implanted in the patient. The patient presented during a routine follow-up and the recent CT demonstrated that there was a distal type I endoleak present. The physician stated that there was disease progression with neck dilatation. The physician elected to treat the patient with two thoracic stent grafts from another manufacturer and the type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.